Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, information was received from a consumer regarding a (B)(6), male patient who was receiving morphine (dose and c oncentration unknown) via an implantable pump for non-malignant pain and other non-malignant pain. The patient's medical history included lupus and "other medical problems." The patient's concomitant medications include unspecified blood thinners. "A few months ago" as of (B)(6) 2015, the healthcare provider (hcp) "used to get 1/8 to 1/4 of old medication." Now, they were "up to 2ccs of old medication. In other words the pump is slowing down." Additional information has been requested regarding clarification of the "pump slowing down," symptoms, the cause of the event, troubleshooting, actions/interventions taken and the event's outcome, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.